Manufacturer narrative:
Other relevant device(s) are: product ID: 9735665, lot/serial #: unknown. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a disconnection between the main cart and the  camera cart. Then a black screen on the camera cart appeared. The next step was to replace the cable between the main cart and the camera cart. No patient was present at the time of the event. Additional information was received stating that no troubleshooting was done at the time of the event. The site used a different camera cart and main cart that was at the site to use during the procedure.